Manufacturer narrative:
The drill was received by the MFR, however, the complaint could not be replicated. Based on the results of the device eval, the drill performed according to all specs and was returned to the user facility.

Event description:
It was reported that during an equipment eval conducted at the user facility, the drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.